Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The insertion site was thigh. The infusion set was in use for couple of hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009545, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009545 was manufactured according to the work instruction (wi) version 98 and manufactured in the line multivac 14 on 03/oct/2024, with a total of (B)(4) units. Gluing of connector the lot 4j05545 was manufactured according to the work instruction (wi) version 37 in the gluing of connector in the line 3, on 02/oct/2024, with a total of (B)(4) units. The lot 4j05546 was manufactured according to the work instruction (wi) version 37 in the gluing of connector in the line 3, on 02/oct/2024, with a total of (B)(4) units. The lot 4j03150 was manufactured according to the work instruction (wi) version 37 in the gluing of connector in the line 3, on 16/sep/2024, with a total of (B)(4) units. The lot 4j03019 was manufactured according to the work instruction (wi) version 37 in the gluing of connector in the line 3, on 17/sep/2024, with a total of (B)(4) units. The lot 4j03151 was manufactured according to the work instruction (wi) version 37 in the gluing of connector in the line 3, on 17/sep/2024, with a total of (B)(4) units. The lot 4j03152 was manufactured according to the work instruction (wi) version 37 in the gluing of connector in the line 3, on 17/sep/2024, with a total of (B)(4) units. Reiew of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.